Manufacturer narrative:
A service and repair evaluation was performed - the customer reported the tip was damaged. The teflon tip was damaged and broken. Tip broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced: teflon tip impactor (new lot #4085248). The item was repaired, passed synthes final inspection on 5-feb-2016 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A service and repair record review was attempted for the subject device but could not be completed because the device is a lot controlled item. The manufacture date of this item is 23-jun-2014. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while an impactor was being used to seat a dynamic hip system (dhs) plate during a case on (B)(6) 2015, the plastic tip of the instrument was damaged. The damage to the instrument was not discovered until the instrument was examined in the sterile processing department on (B)(6) 2015. It was reported that no fragments fell into the patient's wound or were retained in the patient. This report is 1 of 1 for (B)(4).